Event description:
During an endoscopic retrograde cholangiopancreatogram (ercp) procedure while passing the jag wire into the common bile duct through a 19 g needle, a piece of the guide wire/jag wire was sheared off and remained in the common bile duct.